Manufacturer narrative:
Bd received samples, but only 5 photos were used for the investigation. The photos were reviewed and the indicated failure mode for stoppers not detached with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had the rubber stopper remain in tube (stopper/shield separation). This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "this is a report about the incident occurring while using an opener: only the shield was detached and the rubber stopper was not detached as intended. This does not occur with non-bd tubes but occurs only with bd tubes.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had the rubber stopper remain in tube (stopper/shield separation). This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "this is a report about the incident occurring while using an opener: only the shield was detached and the rubber stopper was not detached as intended. This does not occur with non-bd tubes but occurs only with bd tubes.¿